Event description:
It was reported that the display on the insulin pump was missing segments. The reported blood glucose reading was 96 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to battery tube. The display functioned properly with a test case.